Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. On 18-feb-2025, customer reports: simplera failed during retraction (needle not retracting). Received one opened/used simplera serter in its disabled state, one simplera sensor returned, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), and passed per specification. Inspected the sensor for any physical damaged on the casing and sensor flex and found the sensor flex stuck to adhesive at sensor base. Then found the sensor carrier actuation clips was not damage inside the serter, inspected the insertion and retraction springs for any misalignment and none were found, also inspected the insertion needle for any physical damage and found needle was broken. Then, proceeded to disassemble the serter, and using the sciencescope macroscope (cc-smart-4k-af), inspected the plunger, retainer, frame, and sensor carrier/snaps for physical damage and found the retainer clips were found bent, and the sensor carrier snaps were found dented. Inspected the needle retractor shoulders and found both shoulders to be dented. Then inspected the insertion needle and found needle broken. Broken part was stuck to adhesive. See attachment file for details in summary: the customer complaint of retraction anomaly is confirmed. Because the unit was already opened or used when we received it for testing, it is impossible to determine when or how the retainer clips, sensor carrier snaps, and needle retractor shoulders were found damage. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced a failed needle retraction and the sensor was stuck in the serter. The customer did not report any adverse events. The customer reported that the introducer needle did not retract into the inserter after sensor insertion. A replacement sensor will be sent. Product return for mmt-5100jc1 is not expected.